Manufacturer narrative:
After placement of a 8x100 smart control stent (c08100ml) and removal of the stent delivery system (sds), a noncordis balloon got stuck with attempted insertion. With removal of the balloon, a tubular shaped brown membrane came out from the sheath. It was reported that it was believed the material was from the inner guidewire lumen of the smart control. None of the "brown membrane" remained in the patient. The procedure was completed without patient injury. The target lesion was right superficial femoral artery. The vessel was mildly calcified and tortuous. Rate of stenosis was 100%. Access site was left superficial femoral artery. A sheath (6f/45cm, destination, terumo) was inserted. The target lesion was crossed with the guide wire (0.018inch, treasure) and pre-dilated with the 3.0x20mm balloon (ikazuchi). The guidewire was exchanged to another 0.018inch product, and two stents (c08040ml and c08100ml smart control) were placed. There was no damage noted to the devices when taken from the packaging. It was noted that there was no difficulty flushing the devices with saline. It was reported that there was no resistance felt during insertion or withdrawal of the devices. A balloon 6.0x60mm (sterling) was inserted for post-dilatation, but became stuck during advancement. When the balloon was removed from the patient, a tubular shaped brown membrane came out from the sheath. The balloon was inserted again, and the post-dilatation was completed successfully. One non sterile unit of smart control 8x100 mm was received coiled in a plastic bag, along with an unknown segment of a brown plastic tube. Locking pin and stent were not received. Outer sheath was bent at ID band and kinked at 8.3 cm and 9.3 cm from ID band. The cause of the kink condition could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Blood residues were observed at the stop location. No other anomalies were found. The wire lumen was properly attached to the sds. The deployment process was performed without the stent and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Wire lumen separation reported by the customer was not confirmed, other than the bends and kinks, no anomalies were found during the analysis. The plastic tube segment is not part of the stent delivery system (sds). In addition, an ftir analysis was performed to compare the unknown plastic segment against the smart control components and no similarities were found. The source of the plastic tube cannot be determined; however, with analysis, it was determined that it is not related to any components of the smart control and no other cordis products were identified as being used in the procedure. Procedural factors/ noncordis concomitant devices may have contributed to the event. With review of the DHR and the analysis, there is no indication that the event is related to the manufacturing process of the smart control; therefore, no actions will be taken at this time.

Event description:
When the balloon was removed from the patient, a tubular shaped brown membrane came out from the sheath. It was suspected this foreign material was the peeled off coating of the guidewire lumen of the stent delivery system (sds). The patient's gender and age were unknown. Target lesion was right superficial femoral artery. The vessel was mildly calcified and tortuous. Rate of stenosis was 100%. Access site was left superficial femoral artery. A sheath (6f/45cm, destination, terumo) was inserted. The target lesion was crossed with the guide wire (0.018inch, treasure) and pre-dilated with the 3.0x20mm balloon (ikazuchi). The guidewire was exchanged to another 0.018inch product, and two stents (c08040ml and c08100ml smart control) were placed. The balloon 6.0x60mm (sterling) was inserted for post-dilatation, but became stuck during advancement. When the balloon was removed from the patient, a tubular shaped brown membrane came out from the sheath. It was believed that the material was from the inner guidewire lumen of the c08100ml smart control stent. The balloon was inserted again, and the post "dilatation was completed successfully. The procedure was completed without patient injury. It was noted that there was no difficulty flushing the devices with saline. There was no damage noted to the devices when taken from the packaging. There was no resistance felt during insertion or withdraw of the devices. None of the "brown membrane" remained in the patient.

Manufacturer narrative:
Sheath (6f/45cm, destination, terumo), guide wire (0.018inch, treasure), 3.0x20mm balloon (ikazuchi), two stents (c08040ml and c08100ml smart control), balloon 6.0x60mm (sterling) was inserted for post-dilatation the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.